Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx des was implanted in the lad, which was reported to cause plaque shift. A second resolute onyx des was implanted in the lad to treat the plaque shift.